Manufacturer narrative:
Device evaluation summary: one level 1 h-1200 fast flow fluid warmer was received for investigation in fair condition with one h-2 pressure chamber. The device was powered on. It was noted that no audible or visual indicators were provided, which normally are present during power on sequence. A test control board was installed for further inspection. After the device was powered on with the test control board, indicators activated both audibly and visually during the power on self-test. In addition, the device history record review was completed and the back cover of the warmer was removed for further investigation. Upon inspection, it was found the heater 1 insulation was also torn. The mount block assembly was missing two screws to hold the latch door, which indicated the customer attempted to repair the device. Once a temp check test fixture was installed and worn parts were replaced, the device was able to pass all functional, electrical, and temperature tests. Based on the evidence and investigation, the complaint allegation was confirmed. The pcb speaker component and heater insulation was found to be faulty. The investigation problem source was noted as other-normal wear and tear.

Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer had "no audible alarm". No adverse effects were reported.